Event description:
It was reported that the programmer displayed an error message when the programmer was powered on. The error stated "formatting printout" and it was taking a long time to interrogate. The caller also stated the need to turn the programmer off between each session in order to get it to boot up again as it would freeze up. The caller reported a few weeks later that the programmer was still being used and none of the issues initially reported were occurring now. The programmer will remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).